Event description:
On (B)(6) 2013 the reporter contacted animas alleging that while attempting the complete the prime step, the pump¿s fill cannula box was shaded after priming. Reportedly, the prime history indicated that 0.3 units were delivered but the patient had not completed the prime step. This complaint is being reported because the reported issue was not able to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.